Manufacturer narrative:
Since there are no defective parts, the component code is blank. Pentax video colonoscope model sas-m10 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. UDI# is not applicable because the device is not marketed in us. Evaluation summary it was caused due to the product specification for addressing this customer's request. It is not a product failure. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. The functionality of sas-m10 is disturbed by the combination of a hood attached to the tips of above colonoscopes. The system detects very many false positives inside the cap and is therefore distracting the user from focusing to the examination of the lumen. This leads to the request to turn off the sas-m10. We asked for the serial# and the model description of the hood.